Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, broken device assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Pain: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, a rupture. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
(B)(6). Continued: health effect impact codes: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Photo device analysis: "visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Additional observations: red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a rupture. This relates to the left side. Device has been explanted and replaced with a non allergan device.